Event description:
It was reported that the patient has twiddler's syndrome. The lead dislodged and was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found. The full lead was returned and analyzed. There was blood noted in/on the helix mechanism.